Manufacturer narrative:
(B)(4). Please note that previous reports for this product have been submitted by medibo medical products nv. This manufacturing site is permanently closed down as of 2011-09-30 and going forward complaints related to this product are handled by arjohuntleigh (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The issue occurred with a sling with model number mla4031-m and as reported from the customer the slings disjointed on the straps and a strap broke during a patient transfer. Reference importer report 1419652-2013-00179.